Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported "this patient was admitted to hospital for chemotherapy of adenocarcinoma in the right lung and had the three-way valve 4f catheter (7655405) placed under ultrasound on (B)(6) 2022. 39 cm of the catheter was inserted internally and another 5 cm was exposed externally. During catheter maintenance in the afternoon of (B)(6) 2023, a sand hole was noted and liquid leaked. This patient was discharged from hospital and will return to hospital for re-examination 21 days later, when the catheter was planned to be replaced with a new one."